Manufacturer narrative:
H.6. Upon further review, this complaint is not MDR reportable and should not have been reported. Needle exposure occurs on the injector. As the report indicates the tech was turning the injector the incorrect way which resulted in the needle becoming exposed, there was no malfunction related to the protector. If further evidence supports device malfunction, this complaint will be re-evaluated. H3 other text : see section h.10.

Event description:
Material no: 515105, batch no: 1903112. It was reported that during use of the bd phaseal¿ protector p50 as the rx tech was attempting to detach the n35 from the p50 after withdrawing drug from the vial there was a needle exposure. The following information was provided by the initial reporter: rx tech was using n35 & p50 to prep chemo. Rx tech was attempting to detach the n35 from the p50 after withdrawing drug from the vial and had a needle exposure. Met with rx tech and discovered rx tech was turning the n35 the wrong way and resulted with a needle exposure. Reinforced correct connection and disconnection of n35 with return demonstration.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 515105, batch no: 1903112. It was reported that during use of the bd phaseal¿ protector p50 as the rx tech was attempting to detach the n35 from the p50 after withdrawing drug from the vial there was a needle exposure. The following information was provided by the initial reporter: rx tech was using n35 & p50 to prep chemo. Rx tech was attempting to detach the n35 from the p50 after withdrawing drug from the vial and had a needle exposure. Met with rx tech and discovered rx tech was turning the n35 the wrong way and resulted with a needle exposure. Reinforced correct connection and disconnection of n35 with return demonstration.